Event description:
It was reported by the cath lab that after the catheter was inserted, the pump alarmed system running on battery power. This occurred when the pumping began although the ac cable connection was confirmed. The ac cable was changed and connected, but the power indicator and battery charge lamp did not turn on. The time it took to change the pump is unk. When the pumps were exchanged, it functioned with the ac power supply. There was no pt death, injuries or complications. The pt outcome is list as "good."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.